Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports her insulin pump has a blank display and the time and date are incorrect after she inserted a new battery. Customer also states she is having high blood glucose, but treated with injections. Current blood glucose is 296 mg/dl. Insulin pump was tested and the drive support cap is recessed, no air was found in tubing, insulin did exit during manual prime and no leaks were found. Customer was unable to perform higher pressure test do missing tubing clamp. The device history revealed multiple alarms had occurred on the pump and trouble shooting was performed for the alarm. Troubleshooting determine customer had an unexpected restart. Advised customer insulin pump will be replaced. No further information was provided.